Event description:
It was reported that on (B)(6) 2025, when resetting the tray, it was discovered that the instrument was broken after the decontamination process. It is unknown at what point the piece broke off.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: d9.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6: the product was not returned to medtech orthopedics; however, photos were provided for review. The photo investigation revealed that ¿03.010.229, 13mm protection sleeve-short¿ has broken. The observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the 13mm protection sleeve-short would contribute to the complained device issue. Based on the investigation findings, 13mm protection sleeve-short was broken because of component failure, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot part: 03.010.229 lot: 1985125 manufacturing site: werk hagendorf supplier: na release to warehouse date: 03 nov 2008 expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the weld of the 13mm protection sleeve-short was broken, resulting in the handle detaching from the protection sleeve. A dimensional inspection for the 13mm protection sleeve-short was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. A functional test was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the 13mm protection sleeve-short would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices ar manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition.additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part: 03.010.229. Lot: 1985125. Manufacturing site: werk hagendorf. Supplier: na. Release to warehouse date: 03 nov 2008. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.